Event description:
(B)(6) was driving his chair and hit a bump. The chair stopped driving and the display said reset something. (B)(6) wasn't sure what but it said reset. (B)(6) turned the chair off and back on and it drove ok. Found a reset switch plugged into the display and hanging lose under the rear recline shroud. (B)(6) removed the reset switch since it was not being used and probably activated when the chair went over the bump. Advised (B)(6) to check other connections as well.